Event description:
It was reported that one day post implant the right ventricular (rv) lead was sensing atrial activity on the ventricular channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.